Event description:
Customer reported there is no table motion. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and cleaned and reseated pcbs. System operates as intended. This MDR is related to ge healthcare complaint.